Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen for a dental cleaning, their dentist informed them that their top arch is experiencing root resorption and to let byte know. They also informed them about the spacing from their back molars is very large and they are not able to fully close their mouth. Requested bite video from patient, diagnostic findings from their dentist. The diagnostic findings mentions premature anterior contact and no posterior occlusion. There is root resorption/blunted roots on upper anteriors. Patient appears to have open posterior bite, their bite was closed when they had started treatment. Byte dentist recommends patient needs to be monitored in a chair side setting due to root resorption.